Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: one in uterus/ one essure lodged in uterus/ migration of essure device location of device: uterus/ left essure coil protruding from cornua along exterior of tube covered in peritoneum/ one lost'), fallopian tube perforation ('perforation (fallopian tube(s))/ right essure coil completely exterior to the tube, along uteroovarian ligament covered with peritoneum/ one essure not recovered'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding (general)') and suicidal ideation ('suicidal thoughts') in a female patient who had essure (batch no. 862630-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth (((B)(6) 1998, (B)(6) 1999)), gravida ii and parity 2. Previously administered products included for an unreported indication: ortho micronor, ortho-cept and orthonovum. Concurrent conditions included overweight, hair loss, numbness of upper extremities, dysgeusia, dysfunctional uterine bleeding, menometrorrhagia, uterus enlarged and cystourethroscopy. Concomitant products included estradiol (estrogen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vomiting ("throwing up"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / painful menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue / exhaustion"), back pain ("pain back"), emotional distress ("mental distress"), concentration loss ("other injury(ies) or complications(s) - please describe: can't concentrate"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), concentration impairment ("other injury(ies) or complication (s) please describe: concentration issues") and endometriosis ("endometriosis"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, suicidal ideation, vaginal haemorrhage, pelvic pain, menorrhagia, migraine, nausea, vomiting, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, emotional distress, concentration loss, depression, anxiety, weight increased, concentration impairment and endometriosis outcome was unknown, the headache and back pain was resolving, the abdominal pain had resolved and the hormone level abnormal had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, concentration loss, depression, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, suicidal ideation, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight increased and concentration impairment to be related to essure. The reporter commented: current weight 140 lbs. I did not take pregnancy test as essure had 99% success rate but the clots during periods were abnormally large and extremely painful to pass. Essure coil perforation bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: a. Skin, umbilicus, excision: seborrheic keratosis. B. Uterus with fallopian tubes and ovaries, bilateral, and soft tissue, left posterior peritoneum, hysterectomy, salpingo-oophorectomy, and excision: 294 gram uterus. Endocervix/ectocervix: no significant histologic abnormality. Endometrium: inactive to weakly proliferative endometrium; no atypical hyperplasia or carcinoma is identified. Myometrium: adenomyosis. Serosa/peritoneum: endometriosis. Right fallopian tube: no significant histologic abnormality_ right ovary: no significant histologic abnormality. Left fallopian tube: benign paratubal cyst. Left ovary: benign follicular cyst and benign hemorrhagic corpus luteum.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, vaginal haemorrhage, fatigue, pelvic pain, migraine headache, dyspareunia. Lot number 862630 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: one in uterus/ one essure lodged in uterus/ migration of essure device location of device: uterus/ left essure coil protruding from cornua along exterior of tube covered in peritoneum/ one lost'), fallopian tube perforation ('perforation (fallopian tube(s))/ right essure coil completely exterior to the tube, along uteroovarian ligament covered with peritoneum/ one essure not recovered'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding (general)') and suicidal ideation ('suicidal thoughts') in a female patient who had essure (batch no. 862630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth (B)(6) 1998, (B)(6) 1999, gravida ii and parity 2. Previously administered products included for an unreported indication: ortho micronor, ortho-cept and orthonovum. Concurrent conditions included overweight, hair loss, numbness of upper extremities, dysgeusia, dysfunctional uterine bleeding, menometrorrhagia, uterus enlarged and cystourethroscopy. Concomitant products included estradiol (estrogen). On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vomiting ("throwing up"). In june 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / painful menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue / exhaustion"), back pain ("pain back"), emotional distress ("mental distress"), concentration loss ("other injury(ies) or complications(s) - please describe: can't concentrate"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), concentration impairment ("other injury(ies) or complication (s) please describe: concentration issues") and endometriosis ("endometriosis"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, suicidal ideation, vaginal haemorrhage, pelvic pain, menorrhagia, migraine, nausea, vomiting, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, emotional distress, concentration loss, depression, anxiety, weight increased, concentration impairment and endometriosis outcome was unknown, the headache and back pain was resolving, the abdominal pain had resolved and the hormone level abnormal had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, concentration loss, depression, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, suicidal ideation, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight increased and concentration impairment to be related to essure. The reporter commented: current weight 140 lbs. I did not take pregnancy test as essure had 99% success rate but the clots during periods were abnormally large and extremely painful to pass. Essure coil perforation bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: a. Skin, umbilicus, excision: seborrheic keratosis. B. Uterus with fallopian tubes and ovaries, bilateral, and soft tissue, left posterior peritoneum, hysterectomy, salpingo-oophorectomy, and excision: 294 gram uterus. Endocervix/ectocervix: no significant histologic abnormality. Endometrium: inactive to weakly proliferative endometrium; no atypical hyperplasia or carcinoma is identified. Myometrium: adenomyosis. Serosa/peritoneum: endometriosis. Right fallopian tube: no significant histologic abnormality. Right ovary: no significant histologic abnormality. Left fallopian tube: benign paratubal cyst. Left ovary: benign follicular cyst and benign hemorrhagic corpus luteum.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, vaginal haemorrhage, fatigue, pelvic pain, migraine headache, dyspareunia. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received. Lot number added. Concomitant medication added. Events : psychological or psychiatric problems condition: depression, anxiety, suicidal thoughts, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: concentration issues, endometriosis, throwing up were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: one in uterus/ one essure lodged in uterus/ migration of essure device location of device: uterus/ left essure coil protruding from cornua along exterior of tube covered in peritoneum/ one lost'), fallopian tube perforation ('perforation (fallopian tube(s))/ right essure coil completely exterior to the tube, along uteroovarian ligament covered with peritoneum/ one essure not recovered'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding (general)') and suicidal ideation ('suicidal thoughts') in a female patient who had essure (batch no. 862630-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth ((B)(6) 1998, (B)(6) 1999), gravida ii and parity 2. Previously administered products included for an unreported indication: ortho micronor, ortho-cept and orthonovum. Concurrent conditions included overweight, hair loss, numbness of upper extremities, dysgeusia, dysfunctional uterine bleeding, menometrorrhagia, uterus enlarged and cystourethroscopy. Concomitant products included estradiol (estrogen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vomiting ("throwing up"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / painful menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue / exhaustion"), back pain ("pain back"), emotional distress ("mental distress"), concentration loss ("other injury(ies) or complications(s) - please describe: can't concentrate"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), concentration impairment ("other injury(ies) or complication (s) please describe: concentration issues") and endometriosis ("endometriosis"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, suicidal ideation, vaginal haemorrhage, pelvic pain, menorrhagia, migraine, nausea, vomiting, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, emotional distress, concentration loss, depression, anxiety, weight increased, concentration impairment and endometriosis outcome was unknown, the headache and back pain was resolving, the abdominal pain had resolved and the hormone level abnormal had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, concentration loss, depression, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, suicidal ideation, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight increased and concentration impairment to be related to essure. The reporter commented: current weight 140 lbs. I did not take pregnancy test as essure had 99% success rate but the clots during periods were abnormally large and extremely painful to pass. Essure coil perforation bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: a. Skin, umbilicus, excision: ¿ seborrheic keratosis. B. Uterus with fallopian tubes and ovaries, bilateral, and soft tissue, left posterior peritoneum, hysterectomy, salpingo-oophorectomy, and excision: ¿ 294 gram uterus. ¿ endocervix/ectocervix: no significant histologic abnormality. ¿ endometrium: inactive to weakly proliferative endometrium; no atypical hyperplasia or carcinoma is identified. ¿ myometrium: adenomyosis. ¿ serosa/peritoneum: endometriosis. ¿ right fallopian tube: no significant histologic abnormality_ ¿ right ovary: no significant histologic abnormality. ¿ left fallopian tube: benign paratubal cyst. ¿ left ovary: benign follicular cyst and benign hemorrhagic corpus luteum.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, vaginal haemorrhage, fatigue, pelvic pain, migraine headache, dyspareunia. Lot number 862630 is invalid . Most recent follow-up information incorporated above includes: on 8-nov-2019: update of information (batch is invalid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: one in uterus/ one essure lodged in uterus/ migration of essure device location of device: uterus/ left essure coil protruding from cornua along exterior of tube covered in peritoneum/ one lost'), fallopian tube perforation ('perforation (fallopian tube(s))/ right essure coil completely exterior to the tube, along uteroovarian ligament covered with peritoneum/ one essure not recovered'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth (((B)(6) 1998, (B)(6) 1999)), gravida ii and parity 2. Previously administered products included for an unreported indication: ortho micronor, ortho-cept and ortho-novum. Concurrent conditions included obesity, hair loss, numbness of upper extremities, taste disorder, dysfunctional uterine bleeding, menometrorrhagia, uterus enlarged and cystourethroscopy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/exhaustion"), back pain ("pain back"), emotional distress ("mental distress"), disturbance in attention ("other injury(ies) or complications(s) - please describe: can't concentrate"), abdominal pain ("abdominal pain"), weight fluctuation ("weight gain / loss") and mental disorder ("psychological or psychiatric problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain, emotional distress, disturbance in attention and weight fluctuation outcome was unknown, the headache was resolving, the abdominal pain had resolved and the hormone level abnormal had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, disturbance in attention, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). I did not take pregnancy test as essure had 99% success rate but the clots during periods were abnormally large and extremely painful to pass. Essure coil perforation bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: skin, umbilicus, excision: seborrheic keratosis. Uterus with fallopian tubes and ovaries, bilateral, and soft tissue, left posterior peritoneum, hysterectomy, salpingo-oophorectomy, and excision: 294 gram uterus. Endocervix/ectocervix: no significant histologic abnormality. Endometrium: inactive to weakly proliferative endometrium; no atypical hyperplasia or carcinoma is identified. Myometrium: adenomyosis. Serosa/peritoneum: endometriosis. Right fallopian tube: no significant histologic abnormality_ right ovary: no significant histologic abnormality. Left fallopian tube: benign paratubal cyst. Left ovary: benign follicular cyst and benign hemorrhagic corpus luteum. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, back pain, vaginal haemorrhage, fatigue, pelvic pain, migraine headache, dyspareunia. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs & medical record received: new events - hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: one in uterus/ one essure lodged in uterus/ migration of essure device location of device: uterus/ left essure coil protruding from cornua along exterior of tube covered in peritoneum/ one lost, perforation (fallopian tube(s))/ right essure coil completely exterior to the tube, along uteroovarian ligament covered with peritoneum/ one essure not recovered, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss, abdominal pain, exhaustion were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs and treatment drugs were added. Severity of event pelvic pain updated to severe. Outcome of event abdominal pain updated to recovered/resolved and headache updated to recovering/resolving. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.